Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. The patient called to ask for help in switching to a different program. The patient reported that she had been having the problem of a feeling of having to urinate all the time. The patient also reported that she had talked to the manufacturer representative (rep) about having pain on her tailbone. The rep had her change the program, from p1 to p2. The patient stated that the tailbone pain was gone within 6 hours of changing the program. The rep told the patient to give it a couple of weeks, but she was not sure if she can do that, because now she was feeling ¿kind of like this vaginal pain¿. The patient further explained that it is severe pain, like a knife. The patient stated that the vaginal pain was there, and it is her condition, and she had it on and off, but the vaginal pain had been really severe since she changed the program. Patient services asked if the pain felt like the pain from stimulation or whether the pain was related to her condition. The patient stated that she did not know. Patient services reviewed that if the pain was from the stimulation being too high, then the patient needed to turn it down. Patient services asked if the new program was helping better with the urination problem. The patient stated, ¿not really¿. The patient asked how programs work, and patient services reviewed. The patient stated that she wanted to try p3. The patient used the patient programmer (pp) on the call and got poor communication. The patient repositioned and connected to the ins. The pp showed that the ins was on, and that the patient was on p2 at 1.1 v. The patient changed to p3 on 1.0 v. The patient noted that she does not usually feel too much stim. Additional information was received from the patient on august 16th, 2018. The patient reported that it turned out that she had a urinary tract infection and she took antibiotics and that solved the problem. No further complications were anticipated/reported.